Manufacturer narrative:
Concomitant medical products: cook ds-60cc-s syringe. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the device was performed and a crack in the catheter was measured at 116 cm from the distal end of the proximal hub. A functional test was attempted to complete a test inflation of the balloon, however water leaked from the cracked area of the catheter. Due to the crack in the catheter the balloon was unable to be inflated. No portion of the catheter was missing. No other anomalies were detected with this device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The additional information provided indicated the balloon dilator did not receive negative pressure prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use directs the user to "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." Prior to distribution, all hercules 3 stage wireguided balloon esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. As reported to cook customer relations: the blue catheter broke and water sprayed out of the break area instead of filling the balloon. See related, MDR report number 1037905-2016-00279. Clarification was received on 07/01/2016 that the catheter was broken at the user end as opposed to the patient end. However, the product was received for evaluation on 07/18/2016 and it was noted that the catheter was broken at a location that would be inside of the endoscope.